Event description:
The customer reported to vyaire medical problems with lap top ventilator 1150 where led (light-emitting diode) on the display are very dim. The vte (end-tidal volume) came in high during volume checkout, and pip (peak inspiratory pressure) are also high during pressure check out. There is no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Device evaluation : d9, g3, g6, h2, h3, h6 and h10 results of investigation: vyaire medical received the device for evalution. A visual inspection of the unit found no visible signs of damage or misuse. The reported complaint was able to be reproduced. Out of spec vte (volume ac) and pip (pressure ac) readings were the cause of a faulty flow valve assy. Dim led's on front panel caused by failing led's on main pcb at locations gdi0, gdi1, and gdi2.as a resolution the main board and flow valve were replaced. 6 year preventive maintenance was performed (excludes turbine assembly replacement). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.